Manufacturer narrative:
Additional information: d10, h6, h10. One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no crack on cases but sticky glues. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to duplicate the customer's reported problem due to the device's downstream occlusion sensor not operating when the stop/start bottom was pressed. However, the pump's event history logs showed "air in line" detected alarm messages after the pump was started. The investigation recommended that the pump air detector to replace with downstream occlusion sensor. The problem source of the reported problem is unknown.

Event description:
Information was received that a smiths medical cadd legacy plus pump has bubbles in the line. No adverse effects were reported.